Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they found insulin leak past the second o-ring. The customer's blood glucose was 339 mg/dl at the time of incident. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir, performed pre-fill reservoir test; found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles ran basal bolus leaking test and reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into pump and reservoir had not leaks.